Manufacturer narrative:
Two year retrospective review of similar products sold into the us that are mfg and sold by bd outside of the us. (B)(4). Results: the sample was not available for eval. A review of the lot history files revealed no irregularities during the manufacture of reported lot number 9196281. Conclusions: since the sample was not returned for eval, we were unable to determine a root cause for the problem encountered. (B)(4).

Event description:
Chemotherapy drugs leaked from a hole in the catheter during infusion. There was no harm to the pt or clinician as a result of this incident.